Event description:
An adc customer reported receiving readings on their fs lite meter of 150mg/dl, 130mg/dl, 125mg/dl, 117mg/dl, 80mg/dl and 105mg/dl and stated they experienced symptoms of "blurry vision, dizziness and headaches". Customer then stated that paramedics were called and they were reportedly treated with intravenous fluids(infusion type unknown), transferred to a health care facility and also treated with intravenous fluids(infusion type unknown) at the health care facility. No diagnosis was reported by the customer and they did not provide any further information. Attempts were made to contact the customer to clarify the medical event and specific treatment rendered by paramedics and hospital staff. There is no report of death or permanent impairment associated with this complaint.

Event description:
Pt was revised to address a loose cup.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported were found in meter memory.